Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over. A technical support specialist mentioned that the attention notice for delayed patient or pharmacy information was reviewed, and verification steps were performed to rule out a false alert and checked the enterprise server random access memory usage, confirmed that essential components on the medication enterprise server application were active, and restarted any that were not running. Structured query language tools were used to confirm whether communication was being received and processed. After confirming normal operation on the server side, the technical support specialist located the required interface on the remote support service by using address details, deployed the clinical communication engine utility package to restart interface related components, and rechecked communication flow and started working again once restarted its requirements. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over to all stations on site. An error message appeared stating epic delay for 1 hour 15 minutes, but it cleared after some time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.